Event description:
It was reported that a pump alarmed for an upstream occlusion during an epinephrine infusion (programmed amount and delivery rate unknown). The nurse reported that the keypad was frozen and the infusion could not be restarted; in response, the medication was delivered manually in order to maintain the patient's blood pressure.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.